Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised (B)(6) 2014 due to cup loosening. Review of invoice history record confirmed both procedure dates and that the cup and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿